Manufacturer narrative:
Correction: h6 section: the previously applied fdm b21, fdr c21, and fdr d16 are no longer applicable because the device has reached the end of its guaranteed service life. The customer declined to perform the analysis, and as a result, the device has been returned upon their request. Customer did not request for analysis therefore no analysis findings are available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the pre-amplifier had incorrect reads or the system wouldn¿t connect to the nim system. The issue was resolved when swapping out the nim boxes. There was no patient impact.